Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post of 7 weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I try to lose the 40+ pounds I gained from essure") and experienced dysgeusia ("things too sweet or too salty or too sour or too spicy"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal, weight increased and dysgeusia outcome was unknown. The reporter considered dysgeusia, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- weight gain, dysgeusia, medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post of 7 weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I try to lose the 40+ pounds I gained from essure") and experienced dysgeusia ("things too sweet or too salty or too sour or too spicy"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal, weight increased and dysgeusia outcome was unknown. The reporter considered dysgeusia, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- weight gain, dysgeusia, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.